Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead migrated. The patient underwent an explant procedure. The explanted lead was not returned as it was discarded by the medical facility.